Event description:
It was reported that the health care professional (hcp) noted this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Due to this reason, the field representative requested technical services (ts) for an explanation. Boston scientific engineering analyzed the icm device data and found an unexpected drop in the battery voltage a few days before the eos alert was received. Premature battery depletion was confirmed; however, to determine the root cause, the icm device should be returned for a detailed analysis. No adverse patient effects were reported. The icm device remains implanted.

Manufacturer narrative:
This insertable cardiac monitor (icm) device remains implanted in the patient and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Analysis of stored latitude data suggests a device problem, but the root cause behind the reported observation could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that the health care professional (hcp) noted this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Due to this reason, the field representative requested technical services (ts) for an explanation. Boston scientific engineering analyzed the icm device data and found an unexpected drop in the battery voltage a few days before the eos alert was received. Premature battery depletion was confirmed; however, to determine the root cause, the icm device should be returned for a detailed analysis. No adverse patient effects were reported. The icm device remains implanted.